Manufacturer narrative:
A correlation between the device and the reported pump-pocket infection could not be conclusively determined. Examination of the sealed inflow conduit revealed a strongly adhered deposition situated along the proximal side of the textured surface. Although specific causes for its development could not be conclusively determined, the deposition appeared to have developed in this area. The deposition found on the inlet tube did not appear to occlude the flow of blood into the pump. Upon disassembly of the returned pump, examination of the remaining pump blood-contacting surfaces revealed no depositions. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope, revealed no abnormalities. The pump was cleaned, reassembled, and functionally tested under loaded conditions using a mock circulatory loop. The retrieved data revealed normal pump power consumption comparable to the pump power consumption recorded during the manufacturing process, and the pump operated as intended. Infection is listed in the instructions for use as a potential adverse event that may be associated with use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient¿s pump was exchanged due to a pump pocket infection. The patient was treated with IV antibiotics before the pump exchange. No additional information was provided.

Manufacturer narrative:
Approximate age of device ¿ 8 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.